Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary the device was received and evaluated in (B)(6) laboratory. Visual inspection revealed that the electrode tip had signs of activation. The cable was in good condition as well as the connector and pins. The suction tube showed saline residues. When performing the functional test, the electrode was connected to the vapr vue test generator and tested with the buttons, the ablation function did not work but the coagulation mode worked as intended. The same results found tested with the foot pedal. The electrode was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed. The device was not returned in the original packaging, the active tip was in a used condition, no visible damage to the device, residue visible in suction tube, no visible damage to device. The investigation established that the device would not activate on ablate mode but would function correctly on coagulation mode. It was discovered that the cut return wire had broken within the handle which would cause the faults seen. A DHR review has been performed for lot u2202029; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. During our investigation we have been able to detect an electrical fault which confirms the customer report of no ablation. The defect was caused by broken cut return wire within the tripolar electrode handle. It is possible the cut return wire was broken at the connect cut return wire to plug & cable assembly process step. Process controls are already in place to detect this defect as detailed below: assembly aid 595035 ¿ return cap continuity test, assembly aid 595050 - mitek tripolar 90 cell 5 setup and electrical/functional test procedure. The electrical & functional testing for the tripolar electrode at process will detect most failures, a failure could potentially pass through electrical & functional process controls if the cut return wire was making an intermittent contact during the manufacturing process which then deteriorated further during transportation which is the likely scenario in this case. Although no missed inspection process step could be confirmed due to a possible intermittent connection, to ensure the relevant production team members who assemble the tripolar product are aware of this defect, retraining has been performed for all operators on the following process. The operator retraining which was completed on (B)(6) 2023 has provided an awareness of this event and also described the impact of such a defect within the tripolar manufacturing process. A review of our complaint records over the last twelve months for the complaint device product code tripolar electrode (225028) shows this defect to be an isolated event which is as anticipated in the risk analysis. A review of our complaint data confirms the occurrence of this defect is very infrequent and in line with the predicted failure rate. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder arthroscopy procedure on (B)(6)2022, a vapr tripolar90 suction electrode was used. According to the report, the device would not activate during ablation. It was further reported that the coagulation worked on the probe when trying to activate it through the foot pedal but would not work through hand control. It was reported that it made the sound like it was being activated from the device box but nothing was happening. During in-house engineering evaluation, it was determined that the cut return wire was broken within the handle on the device. It was unknown how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.